Event description:
The customer reported that the system intermittently would not power up and that it would sometimes shut down on its own. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The power cable and surge suppressor board were replaced. The system was then found to be operating as intended.